Event description:
It was reported that the patient had the inflatable penile prosthesis lgx, that was originally implanted in 2012, removed as the pump stayed flat when depressed due to fluid loss. A new inflatable penile prosthesis cx with 18 cm x 12 mm preconnect cylinders and pump and a conceal reservoir were implanted.